Event description:
It was reported that the vns patient had surgical intervention in 2007 due to dysphagia and pain associated with stimulation of the device. Diagnostics were not performed by the surgeon at the revision surgery to assess the functionality of the device. Following the revision surgery, the device was turned back on and the events continued with stimulation and reportedly worsened over a period of the next month. The magnet has been used to temporarily disable stimulation of the device, but the device has not been turned off. Follow up with the surgeon revealed that the plan of care is to removal of the device, but a surgery date has not yet been scheduled. X-rays are not available for review.